Event description:
It was reported that the physician was implanting a 20 mm helex septal occluder to close an atrial septal defect in 2009. The device was implanted with no adverse effects. The device had embolized into the ascending aorta. The physician inserted a 7 fr sheath and used a 20 mm loop snare to retrieve the device. While pulling the device into the sheath, the occluder fractured at the center eyelet. The physician was able to retrieve the entire device, and a second septal occluder was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that the device met all pre-release specifications. The eval summary of the returned device stated: the occluder was returned to gore for analysis. Review of the occluder indicates that the size of the occluder was 20 mm. Based on the returned occluder, if cannot be determined if the occluder was properly locked (i.e. Lock loop capturing all eyelets and leaflet lacing holes) at implantation. The act or using a snare to remove the occluder likely pulled that lock loop off of the eyelets that it had previously captured. The elongation of the central eyelet and the location of the wire break are consistent with occluder becoming caught on the tip of the sheath and the device being forcibly retracted.